Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient experienced a skin reaction with inflammation, pimples, nodule, lump and swelling underneath sensor pod area only. On (B)(6) 2025, the patient stated that after he removed the sensor that was inserted on his arm, he noticed swelling, a nodule, or lump underneath where the sensor wire was inserted. On (B)(6) 2025, the patient went to his doctor because the nodule/lump has gotten bigger and harder. The physician who examined his skin, stated that the nodule/lump developed into a cyst. The doctor prescribed an oral medication sulfamethoxazole as a treatment. The patient was advised to take two tablets twice a day for seven days. The patient was referred to a dermatologist to remove the cyst the following week on (B)(6) 2025. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 health effect - clinical code - e1802 cyst(s).